Manufacturer narrative:
Product ID: 3889-28, lot# va0dzcv, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient was told not to make adjustments until she saw her healthcare provider (hcp) for follow-up on (B)(6) 2014. The patient stated that she was ¿not feeling it and not getting any relief of symptoms.¿ the patient also thought she was getting a bladder infection. The patient noted that the ¿pulsing had diminished slowly¿ since implant. The patient stated that she would call her family doctor and noted that ¿she would probably be put on cipro for five days.¿ the patient mentioned, it was ¿extremely daunting¿ using the patient programmer. Three weeks later, it was reported that the cause of the event was a urinary tract infection (uti). Reprogramming was performed on (B)(6) 2014 and the patient felt stimulation vaginally. The patient outcome was noted as no injury and she recovered without sequela. Additional information was requested, but was not available as of the date of this report.